Manufacturer narrative:
The investigation of the returned coil system found the implant severely stretched at the proximal section and separated from the pusher. The pusher¿s heater coil showed no signs of activation using a detachment controller. The pusher's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The stretched condition of the implant is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the microcatheter). The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
During a coil embolization treatment of the internal iliac artery, for a second outflow vessel, the coil unintentionally detached in the microcatheter. Initially, the coil was not packing and was pushing the catheter back. The physician tried multiple times to reposition the catheter and pack coil but it would not go. The physician then inserted a guidewire to attempt to push the coil into the vessel, but resistance was experienced more proximal in the catheter. The entire coil contained in the microcatheter were both removed together from the patient. The microcatheter was flushed and reinserted to deliver additional coils without issue. The procedure was successfully completed. There was no patient injury or intervention. The patient was transferred to the recovery area with angio-seal for hemostasis at the puncture site.